Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, there were cuts with the devices' flanges. The one side of both devices' flanges pins was broken. There was no patient involvement.